Manufacturer narrative:
One (1) used and one (1) unused devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage and pressure test and the results were satisfactory. The reported issue was not verified. Two of the devices were not received for evaluation; therefore, a device analysis could not be completed a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) extension sets with one-link needle-free lv connector would not flow during patient use. The reporter stated that the luer lock portion "would not flush". There was no patient injury or medical intervention associated with this event. No additional information is available.